Manufacturer narrative:
Analysis of returned product revealed that the device showed no evidence or defects that could have contributed to the reported event; consequently, not confirming the reported complaint.

Event description:
It was reported that an intellanav stablepoint open-irrigated during preparation to treat a typical atrial flutter, was attempted to be flushed but the physician discovered, one of the ports occluded. To solve the issue the procedure was completed with another device of the same type. No patient complications reported, no error messages displayed, and the flow was set on 50. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an intellanav stablepoint open-irrigated during preparation to treat a typical atrial flutter, was attempted to be flushed but the physician discovered one of the ports occluded. To solve the issue the procedure was completed with another device of the same type. No patient complications reported, no error messages displayed, and the flow was set on 50. The device is expected to be returned.